Event description:
Surgeon attempting to place a clavicle plate. During insertion of screw, the tip of the screwdriver sheared off and was lodged in the screw head. The screw was able to be explanted from the patient without incident. Procedure continued without a retained object or impact to patient.